Manufacturer narrative:
(B)(4). Batch #: u9473g. (B)(4). Additional information was requested and the following was obtained: did the damaged compromise the sterility of the device? Yes. Investigation summary: the device was received with no apparent damage. The sterile package was not returned with the device. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As the sterile package was not returned with the device, we were unable to investigate further the packaging integrity issues reported. Therefore, no conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown surgery, before used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.